Event description:
The consumer reported their thermometer was giving false negative readings on daughter. The device allegedly read 4-5 degrees lower than the child's actual temperature. The false negative readings may have caused a delay in medical attention. The pt seen in the ER, and a fever was confirmed. There were no complications from this incident, and the pt is doing fine now.